Event description:
The customer reported that when the system was moved to lateral view, the screens went black.

Manufacturer narrative:
(B) (4). The ge service rep replaced the high voltage cable. The system operates as intended.